Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint rapid (rx) drug-eluting stents (details unk) were implanted at the mid rca (ref MFR# 2953200-2010-02417). However, it is reported that the pt suffered an mi one day post implant of the relevant stents. No other clinical sequelae were reported. The event was identified by the clinical events committee and deemed to be consistent with an mi. Mi was categorized as a non q wave mi, in the territory of the implant stent. (B)(6).